Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the low speed/pump stoppage events recorded in the submitted system controller log file. In addition, superficial damage to the silicone distal end bend relief near the metal connector of the patient's driveline was confirmed based on submitted photographs as well as the evaluation of the returned driveline segment. The submitted system controller log file showed that several low speed/pump stoppage events were captured on the evening of 18aug2019 and the morning of 19aug2019, resulting in low speed advisory/hazard and low flow hazard alarms. The abnormal pump operation occurred only while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on 22aug2019 and approximately 19 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape repair, visual inspection of the driveline segment revealed a crack in the distal end bend relief adjacent to the nipple housing of the metal connector; however, the observed crack did not penetrate the outer silicone sleeve to expose the underlying clear bionate layer or metal connector. No damage to the clear bionate layer was identified upon removal of the outer silicone sleeve. An area of significant breakdown of the metal braided shield was noted near the terminus of the distal end bend relief (approximately 2-3 inches from the metal connector). Examination of the underlying wires revealed that the wires were kinked near the terminus of the distal end bend relief. Visual inspection of the wires in this location identified breaches in the insulation of the green and yellow wires at approximately 2.5 inches from the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of compromised wire insulation. If the exposed conductors of either of the compromised wires contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu or power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted system controller log file data. No further information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Beginning (B)(6) 2019, multiple alarms occurred while patient was connected to the mobile power unit including pump off, low flow, pulsatility index event, low speed advisory. There appears to be a crack in the driveline casing where it connects to the metal of the driveline. The pump stops on (B)(6) 2019 appear to be caused by a percutaneous lead short to shield. Percutaneous lead x-rays submitted are unremarkable. Customer applied rescue tape to the driveline bend relief tear. Tech services was onsite (B)(6) 2019 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient did several torso movements and no alarms were observed. Patient was sent home with a no ground cable.